Event description:
A malfunction was reported with the customer's pump button, which was not working. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.